Manufacturer narrative:
The reported used device was returned along with four unopened/new same-lot samples. The reported issue was verified by way of visual inspection. The spherical bur tip was found separated from the inner bur assembly. When viewing the breakage under magnification, the site of the break does not confirm excessive force was used or that the bur tip made contact with hood. The outer sleeve showed contact was made with another device, possibly the scope, during use; however, this did not cause the bur tip to break. A two-year historical complaint review revealed 16 prior complaints for this failure have been received for this product family. In that same timeframe, (B)(4) devices have been manufactured and shipped worldwide. A risk analysis was performed and found acceptable. The instructions for use advise the user of the following. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue was previously escalated and investigated. Design changes were proposed and implemented in december 2017. This incident type will continue to be monitored within the complaint system to assure patient safety.

Event description:
The customer reported during a hip procedure, the spherical head loosened from the inner blade on a hps-hb11 5.5 mm bur. The bur head detached from the shaft and was retrieved. The procedure was completed with the use of an alternative device. There was no report of surgical delay, patient injury, or abnormal bone quality. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.